Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported intermittent occlusion alarms occurred. Subsequently, the customer went to the emergency room (ER) and was subsequently hospitalized due to an elevated blood glucose level of 396-397 mg/dl. The customer administered a manual insulin injection prior to going to the ER in attempt to resolve the issue. The customer was treated with intravenous saline and insulin while in the hospital on 8/28/2024 with impacted balance from the high bg and the reported issue resolved. The customer reverted to an alternate method of insulin therapy.